Event description:
In 2009, the pt underwent repair of an expanding iliac and abdominal aortic aneurysm. The aneurysm in the left groin went down beyond the level of the hypogastric, and it was decided to cover the left hypogastric artery. Upon completion, there was no evidence of an endoleak and there was excellent pulse distal to the repair. The next day, the pt complained of severe pain in the left leg. The arterial doppler's were absent. There was thrombosis in the contralateral leg component located in the iliac aneurysm. The pt underwent an endovascular reintervention, where a thromboembolectomy and a femoro-femoral bypass were performed. The pt tolerated the procedure. The physician stated that the thrombosis, which in turn caused the reintervention, was due to the pt having antithrombin iii, not due to any fault of the gore device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The pt has antithrombin iii. The thrombosis in the artery, which in turn caused the reintervention, was due to this disease. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.